Event description:
The customer has observed high results for patient samples on the immulite 2000 prostate specific antigen(psa) assay when using reagent lot 109. All patient samples were run on the immulite 2000 instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant high results on patient samples for psa on the immulite 2000 instrument using reagent lot 109.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent medical device recall (umdr) - umdr2013-06-25 immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The umdr states that customers are to discontinue use of the product and discard affected kits remaining in their inventory.

Manufacturer narrative:
The initial MDR 2432235-2013-00271 was filed on july 2, 2013. Additional information (07/03/2013): the cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.